Manufacturer narrative:
The doctor returned two different lots of premise composite. He did not specify which lot was used during the procedure that led to the chipped tooth. The doctor reported that he used an older model patterson brand unidose gun to extrude the premise composite. An x-ray of the patient's tooth revealed that the unidose tip struck an area of the patient's tooth which had previously been restored. The chip was of the restorative composite. The doctor restored the patient's chipped tooth. The patient is doing fine. The actual device involved in this incident was returned to kerr corporation for evaluation. The returned product and the retain sample underwent visual and functional testing. The visual results indicated that the product was within specifications. The functional test confirmed that the product was stiff and difficult to extrude; however, there were no broken tips encountered during the testing.

Event description:
In 2008, a doctor reported to kerr corporation that while extruding premise composite in a unidose tip to build up a patient's restoration, the material was so stiff the doctor had to exert a lot of force to get the material out. This caused the back end of the tip to break, and the top of the tip which was thrust forward and out of the dispensing gun, struck the patient's tooth and chipped it.